Event description:
During the procedure, there was an intermittent loss of communication between the stimulator and touchscreen. The procedure was canceled and rescheduled. There were no adverse consequences to the patient due to the cancelation.

Manufacturer narrative:
Based on the information provided to abbott and the investigation performed, root cause of the reported communication issue and subsequent procedure cancellation was successfully isolated to an inadequately regulated power supply output voltage which resulted in unexpected communication resets.